Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a periprosthetic fracture.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed and compatibly cannot be verified since the part and lot numbers are unknown. A definite root cause cannot be determined with the information provided.